Event description:
Olympus was reported that during a gynecological operation, the probe tip broke and the broken piece of the probe, about 2 cm long, was taken out from the pt body. The physician replaced the subject device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at 17 mm form the distal end. There was no scratch found in the fractures surface. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue with strong force and the stress beyond the physical durability was put on the probe and as a result the probe broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.